Manufacturer narrative:
E1: initial reporter details are unknown g2: country of origin - japan h6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. This regulatory report is being submitted due to retrospective review through CAPA: 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having olif for degenerative kyphoscoliosis. Level at which the implant was performed: l2-5 it was reported that the cage was placed on l4/5. When the sleeve was removed with the sleeve remover, the cage progressed to the contralateral side. About half of the cage was protruding from the intervertebral disc space on the contralateral side. The cage was pulled back using a remover and a slap hammer, and it was placed properly. There was no patient symptom reported. There was a delay in the procedure by less than 60 minutes. There were no further complications reported regarding the event.